Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of 548 mg/dl at the time of incident. Customer putting infusion set. Customer did not provide any symptom and treatment related to high blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer's mother was hospitalized and that was the reason for customer's high blood glucose level. The customer had a problem putting the infusion set on and treated with the insulin pump.